Event description:
It was reported that a compression rack was used to distract intradiscal space during a l2 to l4 tlif procedure. The rack was placed over the screw extension, and when the rack was removed, it was discovered that the screw extension had broken.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: instrument breakage was not in close proximity of the patient body with no risk of accidental implantation of the broken screw extension without significant time delay, and would be expected to happen in the same manner should the malfunction recur. Therefore this is not a reportable product malfunction.